Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated with in-house testing of retain lot t10226b. No issues with tni recovery were observed. Manufacturing batch records for lot t10226b were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97300eu) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 97300, 510(k) number k080269. .

Event description:
Customer reported discordant troponin results between triage and minividas. 63 year-old male tested on triage and produced a tni of 0.27ng/ml. Minividas resulted = 1114.8ng/l. Sample also tested on triage cardio product and yielded a tni of 0.39ng/ml. Minividas cut-off: male is >25ng/l. Triage sob troponin cut-off: 0.40 ng/ml. Based on the minividas result and clinical symptoms the patient had a peripheral artery angioplasty and a stent placement. Customer stated the patient was unaffected by the triage results because triage was still in evaluation phase. Customer used minividas for their clinical decision. Note the triage cardio panel is not distributed in the us nor is there a product same or similar.